Event description:
The surgeon was backing up a screw and the tip of the instrument broke. Additional information received from the sales representative on 20 mar 2009: the sales representative reported that a female patient underwent an initial fusion of l4-s1. The sequoia dorsal height adjuster fractured at the bottom at a 90 degree angle line, but did not totally disassociate from the tool. There was a 30 second surgical delay and the surgeon finished the case with the modular driver in the kit. There was no harm to the patient.

Manufacturer narrative:
Product is an instrument and not implantable. Requests have been made for the return of the product. Device manufacturer date is unk. Evaluation is pending.